Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received several pump error alarms including pump error 82. Customer's blood glucose was 6.3 mmol/l. Insulin pump was unable to rewind. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected pump error 82 alarms noted during our testing. The motor was tested outside of the device and passed. The insulin pump was received with scratched casing, minor scratches on the lcd window, pillowing keypad overlay and cracked select button on the keypad overlay.